Manufacturer narrative:
This medwatch report is for the backup system controller. The primary system controller was reported under medwatch MFR report #2916596-2015-02251. (B)(4). Approximate age of device - 7 months (calculated from date of manufacture). The user facility risk management is in possession of the system controllers related to this event. The system controllers will not be released until their internal investigation is completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was at home when the system controller sounded a backup battery fault alarm at midnight on (B)(6) 2015 due to backup battery expiration. The patient called the implanting center vad hotline and both the vad coordinator and the circulatory support specialist on shift were present on the call. The patient was instructed to silence the alarm by pressing the alarm silence button; which the patient reportedly was unable to achieve despite pressing the alarm silence button. The patient was reportedly stable and asymptomatic, yet very anxious emotionally about the alarm condition. The patient was advised to go to the hospital; however the patient stated that was not possible because the patient lives alone and there was nobody available for transportation assistance. Against advice from the vad coordinator and the circulatory support specialist, the patient proceeded to attempt a system controller exchange. The circulatory support specialist walked the patient through the proper steps. The patient powered on the backup system controller and disconnected the driveline from the primary system controller, at which point the expected continuous audible alarm could be heard over the phone. The patient explained that she connected the driveline to the backup system controller but that it was not turning on. In an attempt to verify the connection, the circulatory support specialist and the vad coordinator requested that the patient read the pump parameters on the system controller display. The patient, at this point, stopped responding verbally and static commotion was heard on the line. Emergency services (ems) was contacted immediately when the patient became unresponsive. When ems arrived it was determined that the patient was unable to make the connection and had expired. No additional information was available.

Manufacturer narrative:
The patient's backup system controller, serial number (B)(4) was returned for analysis. The investigation did not confirm the reported event of a difficulty connecting the driveline to the system controller. The returned system controller was functionally tested and was found to operate as intended during analysis. During testing, the system controller was connected to different pumps without issue each time. Similar incidences have been reported. A corrective and preventative action has been initiated to investigate the issue. No further information was provided. The manufacturer is closing the file on this event.